Manufacturer narrative:
H3: one pump was returned for evaluation in used condition. Visual inspection showed the air detector was dented, so the air detector was replaced. The customer complaint of downstream occlusion was confirmed during functional testing. The dso sensor, bezal and seal were all replaced to correct this issue. The upstream occlusion (uso) sensor was also alarming, so the uso sensor and seal was also replaced. Service history identified the complaint was not related to a previous service of the device within the review period. The device passed all testing following repairs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was downstream occlusion error. The event happened during testing. There was no patient involvement.